Manufacturer narrative:
Device history record review was conducted and the products met quality requirements for product acceptance. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
During an angioplasty the physician ballooned the iliac and he utilized a 5 x 120 savvy long in order to determine how long he needed the stent to be for the procedure. The physician figured that he needed a 7 x 100 smart control stent. When the physician advanced the smart control over the wire through the body, he noticed the stent was too long. Finally he used a 7 x 80 smart control to finish the procedure. After the case, the physician checked, the savvy long 5 x 120 and the smart control 7 x 100 under the fluoro and noticed they were the same length, indicating that the smart control stent was too long.